Manufacturer narrative:
The same finger was used for both tests. For a second measurement, a new puncture of a different finger is mandatory. The results of 4.7 inr and 2.3 inr were observed in the customer's meter memory but, the date showed (B)(6) 2019, not (B)(6) 2019 as alleged by the customer. The customer's meter and test strip were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 2.9 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 9:00 am the result from the meter was 4.7 inr. At 9:05 am the result from the meter was 2.3 inr. It was noted that the customer used the same finger for both tests. The customer's therapeutic range is 2.0 inr ¿ 3.0 inr. There was no allegation of an adverse event. The customer has been taking a new heart medication.